Event description:
The facility reported an overinfusion, found during pt use with no pt injury or medical intervention required. The bag volume was 2430 ml and the device was set in the autoramp mode with a 1 hr ramp up time and 2 hour ramp down for a total infusion time of 11.5 hours. The medication involved was tpn. The infusion ended earlier than expected. No additional info.